Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; (lot: 0013300891); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was completed. The balloon size utilized was based on the short diameter of the aortic valve due to severe calcification extending from the patient's right coronary cusp (rcc) and left coronary cusp (lcc) into the left ventricular outflow tract (lvot). After completion of the pre-implant bav, a loading check of the valve was completed, which revealed an acceptable frame node overlap to the third node. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. Upon partial deployment, valve under expansion was noted under fluoroscopy. Further examination of the valve with echocardiography in short axis view additionally revealed an infold. Subsequently, the valve was recaptured and removed from the patient via the dcs. A second valve was then prepared and a pre-implant bav was recurrently completed with a larger balloon. The second valve was then advanced to the aortic annulus and partially deployed. While partially deployed, slight under expansion was noted; however, it was decided to fully implant the valve. The procedure was then successfully completed. No patient complications were reported as a result of this event.